Event description:
Report received from (B)(6) stating that the device had a non functioning gear box. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was noa additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).